Event description:
It was reported that stent damage occurred. Vascular access was obtained via the patient's right side. The 75% stenosed, 20.9x3.0mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). Pre-dilation was performed with a 3.0x20 maverick balloon with a residual stenosis of 67%. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but significant resistance was met. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts on the most distal row were raised off the balloon material and bent towards the tip section of the device. Stent damage at the distal end of the stent is consistent with the stent meeting resistance during the advancement of the device into the patient however the damage may have been aggravated further during the withdrawal of the device. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the patient's right side. The 75% stenosed, 20.9x3.0mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery (rca). Pre-dilation was performed with a 3.0x20 maverick balloon with a residual stenosis of 67%. A 3.00x20mm promus element ¿ drug-eluting stent was advanced but significant resistance was met. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.